Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the respiratory therapist was informed by an rn that the ventilator stopped ventilating a patient. The message no o2 source and no air source was displayed on the c500 cockpit. The patient o2 sats dropped to 70%. The patient was bagged and the o2 sats went up to 96%. The ventilator was removed and the patient was connected to another ventilator. The patient was stable with no issues. No patient consequences.

Manufacturer narrative:
The log file of the affected device provided basis for the investigation. Based on the logged entries it can be assumed that the event happened other than reported on may 24th, 2017. The analysis of the log file showed the error codes "low pressure servo valve (lpsv) control error" and "lpsv error". Corresponding the cockpit infinity c500 generated the alarm messages "no o2 supply" and "air supply low, gs500 active" in order to alert the user. As the safety software of the device detected an internal failure concerning the gas delivery system, the emergency-breathing valve was opened to ambient allowing for spontaneous breathing. A subsequent evaluation of the gas dosage module m1.3 by the manufacturer showed that the logged malfunction of the lpsv control was caused by a faulty transistor. The affected gas dosage module has already been replaced and the device could be returned to use.

Event description:
Refer to the initial-report.